Event description:
A peritoneal dialysis patient reported that there was dialysis solution in the cycler. The patient stated he noticed that when he would move the liberty cart near his bed frame, he would hear fluid within the cycler that was swaying side to side as he moved or lifted the cycler. Patient stated that within a day or two ago he noticed that his fingers had moisture on them when he pulled the tubing set out. Patient had no adverse effects from the incident. Sample is not available for return.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.